Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. During testing, damage to the high voltage output circuitry was observed. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented in hospital after receiving therapy. Upon interrogation of the device an alert message for possible output circuit damage and episodes of aborted therapy were observed. Capacitor maintenance test was also aborted. Lead issue was suspected. Further testing will be performed at device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.